Manufacturer narrative:
Block d6a: implant date 2012 exact date unknown. Block h4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that following an elective implantable pulse generator (ipg) upgrade surgery, high impedances were discovered on one of the patients leads. Imaging was performed which confirmed the lead was fractured. The fractured lead remains implanted in the patient. The serial and lot number of the lead cannot be obtained despite good faith efforts. It was assessed that since the patient has the upgraded ipg, the patients pain area has been recaptured. The patient is doing fine postoperatively.